Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found one other complaint (B)(4), which is from the same patient. No other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that once the treatment by antibiotic cement beads was performed (it¿s reported as (B)(4)). It was reported that it was suspected of being a pseudotumor rather than an infection. Since osteolysis had been progressing, a sales-rep recommended to replace the stem however the surgeon judged to replace the head (p/n: 152190058). Thus, the revision surgery was performed on (B)(6) 2019 due to armd caused by neck-head junction. The surgery was completed, and it was unknown whether there was a surgical delay or not. Medical history: complete hysterectomy, inguinal hernia. No further information is available.